Manufacturer narrative:
Device was used for treatment, not diagnosis. The aiming arm was returned with a complaint stating that the inner ring was broken. The aiming arm was returned in very worn condition with scratches and fading throughout the instrument but was in otherwise functional condition. The inner ring was intact and no components or fragments were missing from the aiming arm. The device was tested with functional insertion handle, buttress compression nut, and guide sleeve and the aiming arm functioned as intended. A visual inspection, functional test, and a drawing review were performed as part of this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
N/a

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part: # 357.366, lot # 5222946. Manufacture date: april 14, 2006, manufacturer: synthes (B)(4). Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 it was found that a 130 degree aiming arm's inner ring is broken. This was found before sterilization. No patient involvement. This report is for one (1) aiming arm. This is report 1 of 1 for (B)(4).